Event description:
It was reported that the device had early battery depletion. An (B)(4) 2011 device interrogation showed good battery voltage and three months later the device could not be interrogated and had no output. It was noted that the patient had used a transcutaneous electrical nerve stimulation unit on the extremity of the hand. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed a no output and no telemetry condition. Additional analysis found the device to have a severely depleted battery. When powered with an external supply, the device exhibited high system current drain. Upon further analysis, the low battery voltage and high current drain were verified and found to be due to a solder bridge between adjacent solder bumps on an integrated circuit (ic).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.